Event description:
It was reported that an alert/notification settings issue occurred. On (b)(6) 2026 the patient stated that at 02:20 AM the CGM reading was 51 mg/dL, and that no alert sounded. The patient stated she ¿might have passed out¿ at that time. When the patient woke up at 07:30 and reviewed her readings, she noted this. At that time the CGM reading was 154 mg/dL, and no fingerstick was taken. The patient did not take any treatment, and she was feeling okay. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.